Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok keypad buttons were sticking and caused scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: during a visual inspection of the pump, no damage was observed to the keypad cover. During testing, all keypad buttons were intermittently responsive and required multiple presses to engage. The reported hyper-responsive scrolling was not reproduced. The keypad cover was removed and contamination was found under all key contacts.